Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an initial implant procedure the right ventricular (rv) lead was being repositioned. The physician retracted the helix and the markers via fluro showed the helix had retracted, but once the lead was removed the helix was at full extension. Physician chose to utilize a different lead which was implanted without incident. No patient complications have been reported as a result of this event.